Event description:
The blood glucose test strip vial drum does not contain a catalog number on the label. It was reported the numbers were missing from the drum. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.